Manufacturer narrative:
Initial reporter first name: na. Initial reporter last name: na. Initial reporter facility name: na. Initial reporter address: na. Initial reporter city: na. The actual sample was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the provided sample, the access pod was observed to have leaked. The reported condition was verified. The cause of the condition was due to the lines of the set including the pod are provided by an internal supplier during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external blood leak was observed in a prismaflex m100 set c. After three hours into therapy the prismaflex machine alarmed "return pressure is abnormal". The user checked and found that the return pressure was more than 300. The return clip was clamped, then released the return clip. Checked and found that the filter sensor was leaking blood, and the blood went to the outside of the sensor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.